Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. When the catheter was removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, there was a large amount of reverse blood. The physician who was using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small said ¿the hemostatic valve may have broken¿. Timing when complaints occurred was after about 10 minutes after use. The bwi representative recommended to replace the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, but the sheath function was maintained. The physician stated ¿this vizgo is use as is¿ and did not replace the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Additional information was received. It was confirmed that it was the hemostatic valve that broke/separated. The sheath was used on the patient. Air did not enter the patient¿s body. The investigation was completed on (B)(6) 2022. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. However, no damage was observed on the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. When the catheter was removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, there was a large amount of reverse blood. The physician who was using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small said ¿the hemostatic valve may have broken¿. Timing when complaints occurred was after about 10 minutes after use. The bwi representative recommended to replace the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, but the sheath function was maintained. The physician stated ¿this vizgo is use as is¿ and did not replace the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Additional information was received. It was confirmed that it was the hemostatic valve that broke/separated. The sheath was used on the patient. Air did not enter the patient¿s body. The event was assessed as MDR reportable for a hemostatic valve separation issue.